Manufacturer narrative:
MFR 1020379-2017-00026 is associated with argus case (B)(4), polident denture cleanser tablets.

Event description:
Swallowed two of the tablets [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a male patient who received double salt denture cleanser (polident denture cleanser tablets) tablet (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started polident denture cleanser tablets 2 dosage form(s) at an unknown frequency. On an unknown date, an unknown time after starting polident denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant), accidental ingestion of drug, wrong technique in device usage process and wrong technique in drug usage process. On an unknown date, the outcome of the accidental device ingestion, accidental ingestion of drug, wrong technique in device usage process and wrong technique in drug usage process were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture cleanser tablets. Additional details, the adverse event information was received on 28 december 2016. The consumer called to report that his father was confused about how to use the polident denture cleanser tablets (variant unspecified) and swallowed two of the tablets.